Manufacturer narrative:
Recall (continued): 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was recharging the ipg daily due to the patient's limited mobility. The patient was also was unable to charge ipg with charger. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model which resolved the issue.